Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was dropped and the charge button is not working. There was no patient involvement.